Event description:
It was reported that revision was performed due to dislocation.

Manufacturer narrative:
The returned device was sent to the quality department for analysis. This return has several components that must be assembly in the correct orientation or the assembly will fail. However, no features were found to be out of the print specification, but the assembly of the components could not be reviewed. The evaluation was determined inconclusive due to deformation of some of the components and unable to be measured.